Event description:
Dealer alleges the tilt actuator caught fire. The fire department was called to get the user out of the chair. There were no reported injuries or property damage.

Manufacturer narrative:
Device eval anticipated, but not yet begun. A follow-up report will be submitted upon completion of the investigation.